Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Additional information has been requested to the initial reporter.

Event description:
It was reported that the patient's blood glucose level (bg) dropped to 0,20 mg/dl (20 mg/dl). The patient noticed their low bgs and observed a 20 unit bolus had been delivered in the personal diabetes manager (pdm) history. The patient reported they did not program this bolus. Information on treatment was not provided. Additionally, the prestataire reported there was a hypoglycaemia event the same day (bg value not reported) and that the 0,20 mg/dl is a ¿false hypoglycemia¿ and that the patient was not suffering from hypoglycemia at this time. Additional information has been requested to the initial reporter (prestataire diabsante), including the context in which the event occurred, patient's blood glucose graph and confirmation regarding any treatment or need for hospitalisation. If additional information is received it will be submitted in a follow up report.

Manufacturer narrative:
The physical device has not been received. A review of the cloud data shows multiple urgent low glucose alerts were generated on (B)(6) 2025 and (B)(6) 2025, one at 11:39:10 on (B)(6) 2025 and multiple on (B)(6) 2025 at 00:54:12, 17:19:13, and 20:59:12. No manual suspensions of insulin delivery were seen on the date of occurrence. Several suspensions occurred by the automated algorithm due to decreasing and low blood glucose levels. Several boluses were delivered on the date of occurrence, including a 20 u bolus at 22:08:45 on (B)(6) 2025. A pod deactivation occurred at 08:16:41 and a pod activation occurred at 08:27:55. The automated algorithm was found to appropriately adapt the microbolus amounts based on the estimated glucose values from the sensor and any user inputs. The system correctly tracked and responded to inputs and outputs, as it was able to generate urgent low glucose alerts and switch the system to automated mode: limited when conditions were met. The system was determined to function as intended. No errors or defects were identified through review of the cloud data.

Event description:
It was reported that the patient's blood glucose level (bg) dropped to 0,20 mg/dl (20 mg/dl). The patient noticed their low bgs and observed a 20 unit bolus had been delivered in the personal diabetes manager (pdm) history. The patient reported they did not program this bolus. Information on treatment was not provided. Additionally, the prestataire reported there was a hypoglycaemia event the same day (bg value not reported) and that the 0,20 mg/dl is a ¿false hypoglycemia¿ and that the patient was not suffering from hypoglycemia at this time. Additional information has been requested to the initial reporter (prestataire (B)(6)), including the context in which the event occurred, patient's blood glucose graph and confirmation regarding any treatment or need for hospitalisation. If additional information is received it will be submitted in a follow up report. Additional information, including device identifiers was provided by the prestataire via telephone on 29apr25: the patient doesn¿t recall having programmed a 20u bolus and according to the nurse this is not an amount of insulin she usually injects to herself. The nurse confirmed on the phone the reported bg value of 0,20mg/dl that can be seen above the 20u bolus on the glooko xt graph is a ¿false¿ bg value. Please not according to the nurse and the glooko xt graph the alleged uncommented bolus occurred on (B)(6) 2025 around 22:00 follow by a hypoglycaemia event during the following night ((B)(6) 2025, between 00:00 and 02:00). Action taken by the patient following the hypoglycaemia event: she might have taken fast-acting carbs to treat the hypoglycaemia event but according to the nurse she can¿t remember. No hospitalisation or medical intervention reported.

Event description:
It was reported that the patient's blood glucose level (bg) dropped to 0,20 mg/dl (20 mg/dl). The patient noticed their low bgs and observed a 20 unit bolus had been delivered in the personal diabetes manager (pdm) history. The patient reported they did not program this bolus. Information on treatment was not provided. Additionally, the prestataire reported there was a hypoglycaemia event the same day (bg value not reported) and that the 0,20 mg/dl is a ¿false hypoglycemia¿ and that the patient was not suffering from hypoglycemia at this time. Additional information has been requested to the initial reporter (prestataire (B)(6)), including the context in which the event occurred, patient's blood glucose graph and confirmation regarding any treatment or need for hospitalisation. If additional information is received it will be submitted in a follow up report. Additional information, including device identifiers was provided by the prestataire via telephone on 29apr2025: the patient doesn¿t recall having programmed a 20u bolus and according to the nurse this is not an amount of insulin she usually injects to herself. The nurse confirmed on the phone the reported bg value of 0,20mg/dl that can be seen above the 20u bolus on the glooko xt graph is a ¿false¿ bg value. Please not according to the nurse and the glooko xt graph the alleged uncommenced bolus occurred on (B)(6) 2025 around 22:00 follow by a hypoglycaemia event during the following night ((B)(6) 2025, between 00:00 and 02:00) action taken by the patient following the hypoglycaemia event: she might have taken fast-acting carbs to treat the hypoglycaemia event but according to the nurse she can¿t remember. No hospitalisation or medical intervention reported.

Manufacturer narrative:
Additional information, including device identifiers was provided by the prestataire via telephone on 29apr2025. Sections b5, d4 and h4 have been updated.